Manufacturer narrative:
(B)(4): the rt204 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire is open circuit. A lot check revealed no other complaints of this nature for lot number 090727. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).

Event description:
A hosp in (B)(6) reported via a distributor that an rt204 adult dual heated breathing circuit became open circuit after one hour of use. No pt consequence was reported.